Event description:
Pt called lfs in 2003 alleging their meter would only read blood as control. The pt did not experience any symptoms. No harm or injury alleged. This issue with the meter was not resolved. No further info has been reported.